Event description:
It was reported the patient was no longer receiving effective stimulation, and the lead appeared to have migrated downward and to one side. It was reported the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.